Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation/perforation (fallopian tube(s))'), device dislocation ('migration/migration of essure device'), genital haemorrhage ('irregular bleeding') and seizure ('seizures') in a 36-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test". The patient's concurrent conditions included obesity. On (B)(6) 2000, the patient had essure (ess205) inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("chronic pelvic pain/pain"), abdominal pain ("abdominal pain"), dermatitis allergic ("allergy-rash/skin condition"), vaginal discharge ("vaginal discharge"), migraine ("migraine/migraines / headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), hypersensitivity ("allergic or hypersensitivity reaction"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), gastric ulcer ("gastrointestinal or digestive system condition type: ulcers"), alopecia ("hair loss"), urinary tract infection ("infection (urinary tract)"), vaginal infection ("infection (vaginal)"), cystitis ("infection (bladder)"), nausea ("nausea"), allergy to metals ("nickel allergy"), mental disorder ("psychological or psychiatric problems"), seizure (seriousness criterion medically significant), vision blurred ("vision/eye problems type: blurred vision") and complication of device removal ("any complications from your essure removal procedure? Yes") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes), removal of device and fallopian tubes). Essure (ess205) was removed in (B)(6) 2016. At the time of the report, the fallopian tube perforation, device dislocation, genital haemorrhage, pelvic pain, abdominal pain, dermatitis allergic, vaginal discharge, migraine, vaginal haemorrhage, menorrhagia, hypersensitivity, female sexual dysfunction, bladder disorder, urinary tract disorder, tooth disorder, dysmenorrhoea, fatigue, gastric ulcer, alopecia, hormone level abnormal, urinary tract infection, vaginal infection, cystitis, nausea, allergy to metals, mental disorder, seizure, vision blurred, weight increased and complication of device removal outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, bladder disorder, complication of device removal, cystitis, dermatitis allergic, device dislocation, dysmenorrhoea, fallopian tube perforation, fatigue, female sexual dysfunction, gastric ulcer, genital haemorrhage, hormone level abnormal, hypersensitivity, menorrhagia, mental disorder, migraine, nausea, pelvic pain, seizure, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted in insertion dates: (B)(6) 2005, (B)(6) 2000. Discrepancy noted in removal dates: (B)(6) 2016, (B)(6) 2017. Current weight: 220 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.3 kg/sqm. Imaging procedure - on an unknown date: unknown. Most recent follow-up information incorporated above includes: on 7-nov-2019: pfs received - new events abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), allergic or hypersensitivity reaction, apareunia (inability to have sexual intercourse), bladder or urinary problems or changes, dental problems, dysmenorrhea (cramping), fatigue, gastrointestinal or digestive system condition type: ulcers, hair loss, hormonal changes, infection (urinary tract), infection (vaginal), infection (bladder), nausea, nickel allergy, psychological or psychiatric problems, seizures, vision/eye problems type: blurred vision, weight gain, any complications from your essure removal procedure? Yes and plaintiff did not undergo confirmation test were added. Patient height and new reporter were added. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation'), device dislocation ('migration'), pelvic pain ('chronic pelvic pain') and genital haemorrhage ('irregular bleeding') in a 36-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2000, the patient had essure (ess205) inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dermatitis allergic ("allergy-rash/skin condition"), vaginal discharge ("vaginal discharge") and migraine ("migraine"). The patient was treated with surgery (salpingectomy (unilateral) and she had surgery to remove the essure). Essure (ess205) was removed in (B)(6) 2016. At the time of the report, the fallopian tube perforation, device dislocation, pelvic pain, genital haemorrhage, abdominal pain, dermatitis allergic, vaginal discharge and migraine outcome was unknown. The reporter considered abdominal pain, dermatitis allergic, device dislocation, fallopian tube perforation, genital haemorrhage, migraine, pelvic pain and vaginal discharge to be related to essure (ess205). The reporter commented: discrepancy noted in insertion dates: (B)(6) 2005, (B)(6) 2000. Discrepancy noted in removal dates: (B)(6) 2016, (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: unknown. Most recent follow-up information incorporated above includes: on 27-sep-2019: plaintiff fact sheet received: new events - abdominal pain, allergy-rash/skin condition, migration, perforation, bladder/urinary problems: vaginal discharge, migraine were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("irregular bleeding") in a female patient who had essure (ess205) inserted. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (she had surgery to remove the essure). Essure (ess205) was removed in (B)(6) 2016. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure (ess205). Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.